Event description:
The customer reported to baxter (B)(4) that the connector from syringe to needle blocked at needle end of the interlink t-connector extension set. There was no patient injury or medical intervention reported for this complaint. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned one actual sample for evaluation. The sample was visually and functionally tested and the reported condition was confirmed. During visual inspection, a white shadow was observed in the interlink t-connector male luer lock. The set failed functional testing and clear passage testing at 8spi. A batch review was performed on the reported lot with no deviations found. However, based on sample evaluation, an assignable root cause could not be determined.